Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for investigation. The root cause of this failure was not identified.

Event description:
The customer reported that levophed was infusing in the evening and the rate was titrated several times. Throughout the night the patient was experiencing sub-optimal perfusion for 2-3 hours and was unable to have his goal volume removal of 3l of fluid from his sled treatment (sustained lower efficiency dialysis). The md ordered albumin which the reporter stated otherwise would not have been needed. The next morning, the pump alarmed for air in line. When opening the door to clear the air the user noted that the pumping segment of the infusion set was collapsed and stuck together inside the pump. The biomed stated that the device had not alarmed for ¿tubing blocked inside the pump¿.

Event description:
The customer reported that levophed was infusing in the evening and the rate was titrated several times. Throughout the night the patient was experiencing sub-optimal perfusion for 2-3 hours and was unable to have his goal volume removal of 3l of fluid from his sled treatment (sustained lower efficiency dialysis). The md ordered albumin which the reporter stated otherwise would not have been needed. The next morning, the pump alarmed for air in line. When opening the door to clear the air the user noted that the pumping segment of the infusion set was collapsed and stuck together inside the pump. The biomed stated that the device had not alarmed for ¿tubing blocked inside the pump¿.

Manufacturer narrative:
The customer¿s report of the pump not alarming after the pumping segment stuck together was confirmed. Physical inspection showed the device was in good condition with the instrument seal not intact. The primary set was observed to be fused at the pumping segment where the tubing lines up with the upper and lower occluder fingers. Analysis of the pcu event log shows no pump chamber blocked alarm for the reported day of the event, 16 october 2018. Functional testing resulted in the device underinfusing (no fluid delivered). The primary set remained in the condition it was received, with the pumping segment fused where the tubing lines up with the upper and lower occluder fingers. The root cause of the customer¿s report of the pump not alarming after the pumping segment stuck together was determined to be two fused segments in the pumping chamber. If the tubing inside the pump is held under a fixed compression (top/bottom occluder fingers) for a prolonged period of time, it can fuse closed. The effect is related to the amount of time the tubing is compressed. In this case the tubing appears to have been compressed at both the top and bottom occluder fingers which is rare since both occluders are rarely occluding at the same time.

Event description:
The customer reported that levophed was infusing in the evening and the rate was titrated several times. Throughout the night the patient was experiencing sub-optimal perfusion for 2-3 hours and was unable to have his goal volume removal of 3l of fluid from his sled treatment (sustained lower efficiency dialysis). The md ordered albumin which the reporter stated otherwise would not have been needed. The next morning, the pump alarmed for air in line. When opening the door to clear the air the user noted that the pumping segment of the infusion set was collapsed and stuck together inside the pump. The biomed stated that the device had not alarmed for ¿tubing blocked inside the pump¿.